Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) was visually inspected and functionally tested. One cylinder was found to have broken fabric near the proximal end and the outer tube bulged when inflated. Wear was identified at a fold on the other cylinder body; no leaks were found. Product analysis confirmed the reported clinical event.

Event description:
It was reported that patient's inflatable penile prosthesis (ipp) was not working properly. Upon inspection, the physician confirmed that the left cylinder had a ballooning. The cylinder was explanted and replaced. Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that patient's inflatable penile prosthesis (ipp) was not working properly. Upon inspection, the physician confirmed that the left cylinder had a ballooning. The cylinder was explanted and replaced. There were no patient complications.